Manufacturer narrative:
On november 23, 2021, the mentor failure analysis lab received the device for evaluation. On november 26, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the contour profile high gel - lumera 610cc breast implant had an area of siltex cracking on the posterior view. Additionally, a tear with a length of 7 cm was observed within the siltex cracking area. The evaluation determined that the cause of the rupture was consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stress. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. This medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent unspecified breast surgery with unknown size unknown gel implants on both sides and experienced bilateral breast implant ruptures postoperatively diagnosed at office visit by the healthcare professional. As a result, the patient underwent bilateral explantation and replacement with catalog number 3505501bc; serial number (B)(4) on the left side, and with catalog number 3505501bc; serial number (B)(4) on the right side on (B)(6) 2021. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On october 28, 2021, mentor became aware regarding the device information. Hence, the following fields have been updated on this form: field d1 for brand name has been updated to "contour profile high gel - lumera". Field d4 for catalog number has been updated to "324-1451". Field d4 for lot number has been updated to "5592152". A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Date of implant was initially reported as 2005 and it was reported as january 01, 2005 for both sides as default. Since the lot number of the device was received and the manufacturing date of the lot number provided is the same year when the device was implanted, the date of implant is updated under field d6a on this form to the manufactured date (march 18, 2005) of the lot number provided for both sides for proper documentation. Multiple attempts were made to obtain the exact doi, but no additional information has been made available. If additional information is received, this will be updated. This medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).